Manufacturer narrative:
(B)(4).

Event description:
It was reported that following prophylactic generator replacement surgery, the new vns generator began protruding and the patient was experiencing pain at the generator site. The physician believed that this was due to the pocket being too small. The patient underwent surgery to address the issue. The generator was removed, the pocket was deepened and the generator was placed back in pocket. Following surgery, it was reported that the patient was doing fine.

Event description:
It was reported that since the corrective surgery the generator has migrated and started protruding again. The surgeon who performed the surgery believed that the lateral placement of the generator was not ideal. The patient was then referred to another surgeon to perform a new corrective surgery however the corrective surgery is not known to have occurred to date. No additional relevant information has occurred to date.

Event description:
Patient reported on a social media posting that she had her device removed and that the device did not work. The explanted device has not been received for analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data, initial report: further context related to explant date inadvertently not added. Corrected data, initial report: estimated explant date inadvertently used.

Event description:
The patient reported undergoing a device replacement in 2016. Per the reviewed programming history data, data was available until 10/12/2017. Although the patient was likely referring to the generator site placement surgery and not a device replacement surgery, there is no further information available to confirm or counter the patient's report of the generator replacement.

Event description:
Further follow-up found that during the corrective surgery the generator was secured using a non-absorbable suture. No additional relevant information has been received to date.